Manufacturer narrative:
The device was received fully deployed with data showing over 200 pulses delivered and multiple delivered immediate boluses. No damages or defects were observed to the needle mechanism which was reset and redeployed with no issues. No alarms or data abnormalities were observed.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. There is no information available regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.